Event description:
Boston scientific received information that during the implant procedure, the right ventricular lead was successfully implanted. During the intended left ventricular lead implant, an attempt to cannulate the coronary sinus with this guiding catheter was unsuccessful as it could not be advanced past the coronary sinus ostium. There was concern that this guiding catheter was not providing adequate support to advance. A multipurpose guiding catheter was used with a j wire and the coronary sinus was cannulated. Then this guiding catheter was reused and subsequently dislodged from the coronary sinus and was recannulated. The coronary sinus was imaged with fluoroscopy. The image of the coronary sinus anatomy revealed contrast suggestive that a coronary dissection had occurred. The left ventricular lead implant was abandoned and the left ventricular lead port was plugged. The right atrial lead was successfully implanted and the right ventricular and atrial leads were connected to the device. Post procedure, an echocardiogram was unremarkable. The patient experienced no adverse effects and the dissection required no intervention.

Manufacturer narrative:
At this time, the left ventricular lead has not been implanted and may be implanted in the future. Should additional information become available, this event will be updated.